Event description:
The reporter contacted animas on (B)(6) 2014 alleging blood glucose levels up to 463 mg/dl with tiredness and slurred speech noted during the call. The reporter indicated that somehow during the night the pump basal settings had been erased from the pump. The patient was contacted on (B)(4) 2014 to troubleshoot the event and the reporter indicated drinking the previous night and had a low blood glucose and had programmed a temporary basal rate of 0.00 units and had removed the pump. The reporter indicated having no idea how or why the pump basal rates cleared. The reporter confirmed that there were no alarms related to the blood glucose excursion and indicated that the pump showed normal basal rates until the temporary basal rate was programmed at 5:30 pm and then the temporary rate was programmed again at 7:20 pm. The reporter confirmed that the pump was not being implicated as a cause of the blood glucose excursions however troubleshooting of the event could not rule out pump involvement in the patient¿s blood glucose excursions. This report is made based on the allegation that the patient experienced erratic blood glucose and the allegation that the pump basal rates had been erased without known cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.